Manufacturer narrative:
The manufacturer became aware on 06-jan-2026 that the user experienced a hyperglycemic event on 06-jan-2026 that required emergency department evaluation. Device engineering logs for the reported timeframe were reviewed, including insulin delivery history, cgm data availability, alarm activity, supply changes, and factory reset records. Review of the data identified repeated cartridge and infusion set changes, periods of interrupted insulin delivery, and persistent hyperglycemia, with no confirmed device malfunction identified in the available information. It was concluded that the event was most consistent with insufficient insulin delivery during early device use in the setting of repeated therapy interruptions and suspected infusion site or supply-related issues. No confirmed device malfunction was identified. If the device is returned, a physical evaluation will be performed, and a supplemental MDR will be submitted if additional findings become available.

Event description:
On (B)(6) 2026 the user reported that on (B)(6) 2026 they experienced hyperglycemia with a blood glucose of 561 mg/dl. Prior to emergency care, the user reported persistent high blood glucose while using the device and subsequently disconnected from the device and initiated multiple daily injections. The user was evaluated in the emergency department for hyperglycemia, received medical treatment, and discharge details were not reported.